Event description:
The pt was found unconscious. Pt's husband called the paramedics. The paramedics could not get pt's device to work so their tested the pt's blood glucose on pt's suspect device and it was 85 mg/dl. 10 minutes later the paramedics got the device to work and tested pt blood glucose. It was 45 mg/dl. Pt was given an IV with glucose and taken to the hospital.